Event description:
It is reported that the implant had punched through the sterile packaging and was exposed. Another implant was prepped and used for surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.